Manufacturer narrative:
The device is not available for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "free suture needle broke at the eyelet during use. Right modified mclaughlin procedure (shoulder)."